Event description:
It was reported that an error code occurred on an external pulse generator. Technical services explained how the error might occur. The clinician removed and replaced the battery and the error cleared. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).